Manufacturer narrative:
Suspect device received on march 9, 2021 device evaluation completed on march 14, 2021. The product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak test, and microscopic examination of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpps dv 800cc returned device. Leak testing was performed, in accordance with mentor procedures, and a tear was observed on the anterior aspect measuring approximately 0.6 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear, measuring approximately less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device 7666437 number, and no non-conformance were identified. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast reconstruction primary with a mentor smooth round moderate plus profile 800cc saline prosthesis experienced spontaneous right sided deflation post procedure. A physical examination confirmed deflation. As a result, patient underwent unilateral replacement with cat #: 3502800, sn #: (B)(4) on (B)(6) 2021.